Event description:
A report of difficulty charging was received. The patient's charger would not couple with the implant. A pocket revision was performed and the physician repositioned the pocket site. The patient is reportedly doing well.

Manufacturer narrative:
This is the final report.